Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump module smartsite¿ infusion set tubing had severed at the y-site connection and leaked during a gamma infusion. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "reported 2 tubing issues happened on (B)(6) 2022. A leak was noted at a -y-site during a gamma infusion. It was first identified when the clinician noted the tubing was wet and blood was noted to be backing up into the line, but it was difficult to ascertain the location of the leak. The tubing was removed from the patient and once inspecting the tubing, the tubing completely severed at the y-site connection."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.